Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure in pelvic cavity') in an adult female patient who had essure inserted. Other product or product use issues identified: device physical property issue "essure shape alteration on both sides". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: consumer sent an x-ray picture in an internet tweet. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure in pelvic cavity, altered shape of both coils [note: no medically-confirmed results reported]. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure in pelvic cavity') in an adult female patient who had essure inserted. Other product or product use issues identified: device physical property issue "essure shape alteration on both sides". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: consumer sent an x-ray picture in an internet tweet. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure in pelvic cavity, altered shape of both coils [note: no medically-confirmed results reported]. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.